Manufacturer narrative:
Results: the penumbra system 3max reperfusion catheter (3max) was ovalized approximately 35.0 cm from the distal tip. The 3max was stretched and fractured approximately 13.0 cm from the distal tip. Conclusions: evaluation of the returned device revealed the 3max was stretched, fractured, and ovalized. This damage typically occurs due to improper handling during preparation. If the 3max is handled forcefully during removal from the packaging or preparation for use, damage such as this may occur. Penumbra devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the penumbra system 3max reperfusion catheter (3max) was stretched after removal from the packaging hoop. The stretched 3max was found prior to use and was not used for the procedure. The procedure was completed using a new 3max.